Event description:
A button issue was reported with the freestyle libre reader. The reader would not power on with button press and customer was unable to obtain readings. As a result, customer experienced symptoms described as sweating, "marriedness", and a loss of consciousness and was unable to self-treat, requiring treatment of water and sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. The date of event is unknown. The date entered is based on the customer's report of "december". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the freestyle libre reader. The reader would not power on with button press and customer was unable to obtain readings. As a result, customer experineced symptoms described as sweating, "marriedness", and a loss of consciousness and was unable to self-treat, requiring treatment of water and sugar by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damage was observed due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.